Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an ablation procedure to treat premature ventricular contraction (pvc) in the left ventricle, vessel dissection occurred. Vascular access was obtained via a femoral access site. An intellamap orion¿ mapping catheter was advanced from the aorta and mapping was performed above the valve. Premature beats were not able to be obtained; therefore, the intellamap orion was also advanced below the valve and mapping was performed. Another manufacturer's ablation catheter was used to ablate above and below the valve. Following ablation, pvc ¿did not come out,¿ so the procedure was completed without issue and the patient was returned to the ward. About two hours later, the patient experienced symptoms of cardiac tamponade, including a drop in blood pressure, and immediate catheterization was performed. Initially, it was thought a perforation had occurred. The patient was transferred to the critical care unit (ccu) with percutaneous cardiopulmonary support (pcps). Pcps was set in the cath lab and the patient underwent open heart surgery for drainage; however, the patient died. An autopsy was performed and showed no signs of tamponade or perforation, but rather vessel dissection at the base of the aorta, which was a cause of death. The patient did not have any anatomical defects of the aorta. The cause of the dissection was not known. The physician did not consider the orion to be the cause; however, the dissection was in an area through which the intellamap orion had passed, and the intellamap orion seemed to have had contact with the dissected area.